Event description:
The customer returned the evis exera iii xenon light source because blue dye got into it. Upon further review, once returned, evaluators confirmed that liquid intrusion into the tube was present. This report is being submitted to capture the liquid intrusion. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. There was blue dye fluid in the air tubing. Additionally, the stiff scope socket slider switch gets stuck when pressed in, not detecting scope removal. The olympus lamp life meter gave a reading at 500+hrs, and needs to be replaced. If additional information becomes available following device evaluation, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Manufacturer narrative:
This supplemental report is submitted to provide proposed labeling changes. Labeling changes have been proposed to the instructions for use (IFU) for maj-2207/maj-2209 disposable irrigation tubing and should be implemented in june 2022. As the tubing is a disposable product, the customers will be receiving the product and updated IFU regularly after this date. The proposed changes are as follows: ¿position the water bottle in the irrigation pump bottle holder on the irrigation pump¿ to ¿position the water bottle in the irrigation pump bottle holder on the irrigation pump or workstation accessory sterile water holder, ensuring the fluid water level remains below the bottle cap. Note: if the water bottle falls during use, cease insufflation and lens-flushing actions until the bottle has been reset to its correct position and resume insufflation once any water has purged from air/water valve.¿ additionally, the proposed change includes a diagram that will indicate the correct and incorrect orientation. This report will be supplemented if additional information becomes available.

Manufacturer narrative:
This supplemental report is submitted to provide the final results of the legal manufacturer¿s investigation. Olympus performed a comprehensive investigation on the customer¿s allegation as there were multiple light sources that were experiencing fluid in the air line (blue dye got into light source) of the clv-190s, across hospital locations, and the customer was concerned with patient contamination. As part of the investigation, the customer provided additional information regarding the setup of the facility equipment. According to the customer, the hospital sites use disposable water bottles and tubing for both the air/water and irrigation but not all locations use bottle holders for the disposable water bottles. Additionally, the customer also uses co2 through olympus co2 insufflator (ucr). When a procedure uses the ucr at the hospital, it usually means that during the procedure the air pump of the clv might not be functioning (or might be turned off). A mix of irrigation pumps are used across the systems and multiple vendors are utilized. The customer also uses different disposable tubing. The customer uses dyes during some procedures, such as methylene blue. There were instances in which the dyes were being put into the water bottles instead of using a syringe though the instrument channel. The main hospital uses spray catheters. The customer has since stopped putting dye into the disposable water bottles. The customer does not use wet scopes during procedures (wet scopes are defined as scopes taken straight out the automated endoscope reprocessor (aer), no drying, and used in a procedure immediately). After every procedure, the facilities use air dry pumps for ten (10) minutes and then the scopes are hung. There have been reports of the disposable water bottles tipping over at the facilities. Additionally, the clinical engineers at the hospital did recreate the failure and the engineers found that if the disposable water bottles were tipped over, fluid could get into the tubing/light source. During the testing performed at the customer site, ucrs were used. A design review was performed by olympus to determine if fluid could invade the clv-190¿s internal air tube. According to the review, it is very unlikely that liquid or air from a patient would enter the clv by back flow. This is because there are one-way valves in the air/water (a/w) valve. While utilizing air or water, fluid cannot backflow due to pressure from the clv/ucr pump. In the instance of the water from the air/water tank invading the air tubing, it was determined that there was a low possibility in normal conditions. There is a hole in the air/water tank cap and this hole is where the air is connected to the air channel. Under normal conditions, the hole at the air/water tank cap does not touch water. Under abnormal conditions, fluid might come in contact with the air exit hole, allowing fluid intrusion to occur. It was also determined that if there was remaining rinse water in the air channel of the scope, this failure could happen if compressed air is also applied from the air/water valve area. This situation has a low probability and per the instructions for use (IFU), the remaining rinse water is supposed to be removed during reprocessing. Olympus also performed testing using test devices (clv-190) and attempted to recreate the failure experienced by the customer using similar conditions. To test whether or not the fluid from the patient could enter the tubing, fluid was fed from a syringe (pressure: 6 kpa). Water that was dyed red was fed from the distal end and pressure was measured at the separating point of the air/water channel. This was to check how far the fluid could move once injected into the distal end using a channel jig. Back flow could only reach around the separating point on the air/water channel. It was determined there would be an extremely low possibility that the fluid from the patient could reach the clv-190 using pressure from the patient¿s body. The following conditions were used during testing: aw valve: tested condition (no operation/fill/ push down). Clv/ucr pump: off. Feeding pressure:6kpa). Even when increasing the pressure, it was determined that there was still an extremely low possibility of it occurring. The device was tested at two different feeding pressures. The following conditions were used during testing: aw valve: open one-way valve. Clv/ucr pump: off. Feeding pressure: 100kpa. Max back flow area:inside the air/water tank. Aw valve:open one-way valve. Clv/ucr pump:off. Feeding pressure:20kpa. To test whether or not the water from the air/water tank could enter the tubing, the tank was filled to the upper limit and was initially tested under three conditions, which were its normal position (standing upright), laying at the same height of the clv and laying on the clv. For all three conditions, there was no fluid invasion that occurred. Next, the tank was hung upside down at the highest position, a little fluid was confirmed at the connector but not inside the tube. Additional conditions were added to the testing. The ucr pump was turned on and the clv pump was turned off and the tank laid at the same height of the clv. In these conditions, fluid was able to reach inside the clv tube. In normal conditions, water in air/water tank cannot flow into to the clv. However, backflow to clv tube could happen when air/water tank is tipped over and the ucr pump is on (not normal condition). When testing if the remaining rinse water in the air channel could invade the tubing, fluid was fed from the air/water syringe and then the control section was hung. Under these conditions, there was no fluid invasion. When compressed air was added (less than 300 kpa) from the air/water syringe, there was a little fluid at the connector but not inside the tube. Testing was also performed to determine if fluid inside the clv-190¿s internal air tube could go into the distal end of an endoscope as a result of the clv-190¿s ¿high¿ air pressure setting. The clv-190¿s tube was filled with a lot of fluid. Testing indicated that if there was a lot of fluid inside the tubing and the clv¿s pump was utilized, fluid inside the clv could reach the distal end of the scope. The investigation determined that if the disposable bottle is tilted, liquid (sterile water) was regurgitated in the light source tract by ucr insufflation. It is possible to generate regurgitation even in the water supply bottle of oly, but it is difficult to generate regurgitation compared with the disposable bottle because there are fixation parts. The disposable bottle is easy to use in a tilted state and in a fallen state, and the conditions for reflux are very easy to align. Some of the disposable tubes can be used in combination with bypass water supply and bottles, and it is considered that the above conditions were met after methylene blue was placed in the bottles themselves, resulting in regurgitation. Replication studies were conducted using and asset device. Testing confirmed the customer's allegation. A review of the instructions for use (IFU) was performed at the customer¿s request as this may have occurred at other hospitals. Olympus designs and manufacturers equipment on the premise of using olympus tanks. If the customer installs the olympus tank on the tank holder and uses it, the tank is designed to be used upright. If the tank is used only upright and without a holder, it may fall over. To prevent this from occurring, the user needs to install an olympus tank in the tank receiver. Additionally, olympus does not guarantee the safety of using tanks made by other companies. The instructions for use (IFU) of the clv-190 cautions the users of the following: ¿using a product other than the regular combination product not only cannot guarantee the full performance of the function, but also cannot guarantee the safety for patients and medical staff.¿ the instructions for use (IFU) of the maj-901 (olympus water tank) instructs the users of the following: ¿be sure to hang the water supply tank filled with sterilized water on the light source device or the tank receiver of the trolley, or the water supply tank may fall over and the sterilized water may spill, causing damage to peripheral equipment.¿ to prevent this failure from occurring, it has been recommended to do the following: "ensure the water bottles are stable and remain upright. Utilize the clv for precleaning; turn off the ucr and use the clvs air for flushing the air/water channel as this will ¿purge¿ or remove the residual water that may remain in the clv tubing." Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided by the user facility via MFR 2300460000-2021-8008. According to the user facility, the blue dye was observed coming from a scope during the set-up of an unknown procedure in a procedure room. The procedure was completed using a backup device. The device was removed from service and inspected. The cover of the scope processor was removed as part of the inspection process. At the time of the inspection, the user facility determined similar or the same liquid was also pooling inside the air tubing within the processor. The user facility was planning to submit the liquid specimen for toxicology and microbiology testing. The user facility returned seven devices for inspection.

Manufacturer narrative:
This report is being supplemented to provided additional information from the user facility. The user facility returned seven devices for inspection. The device evaluations found three (3) of the returned devices had the same issue. The events were submitted under MFR numbers 8010047-2021-07563, 8010047-2021-07491 and 8010047-2021-07576. Follow up with the user facility is currently being performed. If additional information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ based on the results of the investigation and the information provided, it is likely that the reported event was caused by a defect in the air/water feeding function. Damage of this valve controlling back-flow of the light source or scope could lead to the reported ¿blue dye intrusion¿. Additionally, the stuck and stiff slider switch was confirmed and believed to have been caused by excessive force applied when pulling the scope off. Olympus will continue to monitor the field performance of this device.